Event description:
It was reported by service report that the scale would not zero. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: calibration and loose load cell cable connection.